Manufacturer narrative:
Additional issues were noted during the device evaluation. The insulation resistance was out of standards due to a scratch on the plastic distal end cover. The angulation in the up direction was out of standards due to a worn angle wire. There was liquid leakage due to deformation of switch one. Water squeeze and quantity were out of standards due to deformation of the nozzle. The charge-coupled device lens was broken. The color of light guide lens was changed. The adhesive part on the bending section cover was broken. There was a pin hole in switch one. The coating on the connecting tube was peeled off. The s-cover was deformed. There was corrosion at the electrical connector and the control part due to leakage. The plastic distal end cover had scratches and the insertion tube had wrinkles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer returned asset, foreign material was coming out from suction cylinder due to insufficient or incorrect reprocessing. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: there were differences between reprocessing methods performed by the user facility and reprocessing methods recommended by the instructions for use (IFU). Training for staffs in the user facility regarding device handling as per IFU and regarding reprocessing methods was insufficient. The IFU reprocessing manual states the following: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. In order to prevent debris from being solidified, pre-cleaning immediately after procedure is described was described in reprocessing manual: precleaning the endoscope and accessories as follows: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Detailed brushing methods and cleaning methods of channels are described in manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.